Event description:
It was reported that during the preparation of debridement the water did not flow to the versajet ii exact disposable handpiece 45 degree x 14mm and the situation did not change even if the water pressure value was set to 10. The surgery was completed with a sn back-up device. No patient harm. No delay in treatment.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation along with images. A visual inspection reported an obstruction under the distal output orifice. The functional evaluation revealed no fluid flowed when the feed line was opened, establishing a relationship between the device and the reported event. The root cause was identified as a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.